Event description:
Follow-up indicated that the patient's leakage of cerebrospinal fluid was repaired again.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized for leakage of cerebrospinal fluid. The leak was repaired and the patient is currently recovering at home. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Event problem or evaluation codes added in this report. The device was not available for return.

Event description:
Additional information received reported that the patient experienced headaches and was hospitalized. The device was removed and there have been no reports of further complications regarding this event. The patient noted effective pain relief prior to the device removal.